Event description:
It has been reported to philips that the system did not start. The system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of system logfile indicates errors related to the ups and pdu. Upon functional testing fse identified ups and pdu dual switch module were faulty. The fse replaced ups and pdu dual switch module. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.